Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device was not maintained according to the manufacturer's specifications. The root cause was determined to be a lack of maintenance. In consequence the patient was ventilated with an ambu bag until another ventilator was ready. There was a potential patient harm due to cyanosis.

Event description:
The patient (B)(6) was transferred from the operating room at 16:50 on (B)(6) 2021 after craniocerebral surgery. He was in a coma. The tracheal intubation was connected to a ventilator and continued to assist breathing. The mode was simv+psv. During the use of the ventilator on (B)(6), the ventilator suddenly went black-screen and stopped ventilation. The patient's lips were cyanotic.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference 113130302202100029. The report by hospital says: "the patient was transferred from the operating room at 16:50 on (B)(6) 2021 after craniocerebral surgery. He was in a coma. The tracheal intubation was connected to a ventilator and continued to assist breathing. The mode was simv+psv. During the use of the ventilator on (B)(6), the ventilator suddenly went black-screen and stopped ventilation. The patient's lips were cyanotic. Disconnect the ventilator immediately and give a simple breathing balloon assisted breathing. At the same time, replace with another ventilator to continue assisted ventilation. After 10 minutes, the patient's cyanosis of the lips relieved, and spo2 was measured 100%. Notify the equipment department engineer to repair. Ventilator computer program failure." It is learned that the information reported by the hospital is true. The hospital started using the machine at 16:50 on (B)(6) 2021, and everything was normal, indicating that there was no problem with the machine. On (B)(6) 2021, the machine had a black screen and stopped air supply during use. Our engineer rushed to the scene and found that the patient was using the machine. After inspection, everything with the machine was normal and there was no alarm. The li-ion battery had been used for more than three years. The maintenance policy was that replacement should be considered after the machine is used for 2-3 years, and it must be replaced after being used for more than 3 years. Based on this, our engineer speculated that the alternating current (ac) was accidentally disconnected or the power connection was loosened during the use on (B)(6), which stopped the ac supply. The machine automatically enabled the internal li-ion batteries to supply power; however, the li-ion batteries themselves have reached the time when they must be replaced, and their power was almost exhausted. The machine stopped with a black screen when there was no ac power and internal power. After inquiring with the department staffs, they also believed that it was caused by this reason. As written in the report, after the problem was discovered, the department staffs "disconnected the ventilator immediately and a simple breathing balloon was given to assist breathing. At the same time, another ventilator was replaced to assist ventilation continuously". Due to this timely and effective measures, it did not cause any harm to the patient. The department was currently going through a process to replace a new li-ion battery. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
The patient (B)(6) was transferred from the operating room at 16:50 on (B)(6) 2021 after craniocerebral surgery. He was in a coma. The tracheal intubation was connected to a ventilator and continued to assist breathing. The mode was simv+psv. During the use of the ventilator on (B)(6), the ventilator suddenly went black-screen and stopped ventilation. The patient's lips were cyanotic.